Manufacturer narrative:
(B)(4). The customer (biomedical engineer) advised physio-control that they have evaluated the device and have been unable to duplicate the reported issue.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.  The device was not returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device would not deliver a defibrillation shock when the shock button was pressed.  There was no additional patient or event information provided to physio-control through investigation. There was no report of any adverse patient outcome during the reported event.